Manufacturer narrative:
The reported event of at/af burden alerts not triggering was confirmed. Based on the review of the information provided, the root cause of the event was the timer for the at/af.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker had diagnostic anomaly. Remote transmission showed that there was a long atrial tachycardia/atrial fibrillation episode on (B)(6) 2023, but no other days it alerted as programmed. No intervention was performed. The patient was stable.